Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that btd05 devices was returned with the dissector tip separated. In addition, the dissector tip of the device was returned inside a plastic bag with . Upon evaluation, the dissector tip was found separated from the shaft, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. The manufacturing records couldn't be reviewed as the batch number is unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection, it was found that the cotton tip had fallen off when the device was removed from the patient. The procedure was interrupted to find it. It was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.